Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.initially reported to us under an incorrect serial number. The event date and awareness reflect the dates of the original report.

Event description:
It was reported that the asymptomatic patient presented for device change out due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. Lead was explanted and replaced without complication.